Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, anterior cuff, needle tip and monofilament were not returned with the device. The analysis of the returned components including the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. The posterior cuff was loaded on the foot and the link was still attached to the cuff. Based on the evidence found on the device, the posterior cuff was missed and this could appear very similar to a suture break; therefore, the reported event was confirmed. The link being pulled from the anterior cuff was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. There was no indication of a product quality deficiency that would contribute to the reported suture break. Potential contributing factors for the posterior cuff miss and subsequent link to cuff detachment include, but are not limited to, manufacturing deficiencies, needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. It was reported that the common femoral artery was moderately calcified. Whether this condition contributed to the cuff miss is undetermined. Per the proglide instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium fluoroscopically visible at access site. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the reported information and successful testing of the device, the probable cause for the posterior cuff miss and subsequent needle to cuff detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the device lot history record did not reveal any nonconforming material records associated with this event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right calcified,scarred common femoral artery was attempted using a perclose proglide after an interventional procedure in the circumflex coronary artery. Reportedly, the suture broke and another proglide device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, no additional information was provided.